Event description:
Patient reported left side with "pain anxiety gynecologist, who, when palpated the breasts, felt that there was something strange with the breast, proceeding with a battery of imaging tests, thus discovering a strange mass, suggestive of tumor, remove the prostheses, as well as the removal of all non-biological material extravasated material from the prosthesis - "silicone". Devices was explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture, silicone migration, seroma-late.